Event description:
It is reported that during kit inspection it was noted that springs and balls were missing from the shims.

Manufacturer narrative:
This report will be amended when our investigation is complete.